Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother was reported via phone call that, the customer received with blank display screen. The blood glucose was unknown at the time of the incident. The insulin pump screen has a black rainbow looking splotch and that there was a crack on the hard plastic part to where the reservoir is and that it travels to where the buttons are. Customer's mother stated that on the screen, it kind of looks like when a tv is going out. Inquired what led up to the complaint. No report of pump screen flashing when screen was turned on after being in sleep mode. Screen and reservoir compartment was damaged. Troubleshooting steps were guided for blank display screen. Customer advised to replace and discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit display properly. No black and brown rainbow, flashing, missing segment/partial display or display anomaly noted. Unit was received with normal operating currents and passed self-test, unexpected restart error test and displacement test. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corner, cracked reservoir tube, cracked case at reservoir tube window corner and stained address/serial number label.